Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2024-00527 for product code d134804 (thermocool® smart touch® sf bi-directional navigation catheter). (2) MFR # for product code unk_carto vizigo sheath (unk_carto vizigo¿ 8.5f bi-directional guiding sheath).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool® smart touch® sf bi-directional navigation catheter and an unk_carto vizigo¿ 8.5f bi-directional guiding sheath. The patient experienced pericardial effusion that required pericardiocentesis. The patient's heart rate was elevated, and the blood pressure had dropped. After scanning with intracardiac echocardiography (ice), the pericardial effusion was confirmed. The medical intervention was a pericardiocentesis and about 550cc of fluid was removed. The patient was admitted to the intensive care unit (ICU), and was last reported to be in stable condition. The physician believed the patient had a redundant septum and the physician had lost transseptal access with the unk_carto vizigo¿ 8.5f bi-directional guiding sheath, several times during the procedure. The physician had to re-obtain transseptal access several times, with the unk_carto vizigo¿ 8.5f bi-directional guiding sheath. Additional information was received. It was unknown when the adverse event was discovered. However, likely during use of biosense webster products and likely during one of the times of getting the sheath across the transseptal access physician thinks that likely due to the ¿redundant septum¿ and his losing transeptal access >7 times and needing excessive force to cross back into the left atrium, that at some point regaining his transeptal access a perforation caused the pericardial effusion. Patient improved, patient was kept in ICU overnight and seemed mostly recovered. Believed discharged the next day. Ablation was performed prior to noting the pericardial effusion. No evidence of steam pop. No error messages.